Event description:
A nurse put an isolation gown on prior to entering the room where the patient was in transmission based precautions. There were no ties on gown to keep it closed.======================manufacturer response for isolation gown, kimberly clark isolation gown (per site reporter).======================e-mail to company rep.have had no reply from any of the notices sent this week.what was the original intended procedure?protect staff from exposure to infectious agents from patients in isolation rooms.device #1is this a laboratory device or laboratory test?no.